Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) to upgrade to a newer system. The patient was reimplanted with a new device during the same surgery.